Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 mg/dl. The customer took a manual injection. The customer stated that the elevated bg level was not due to the pump. However, the customer declined to provide the reason.